Event description:
It was reported that the programmer rf (radio-frequency) head could not be detached from the programmer. Also, the printer and buttons for choosing the printer paper do not work. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; radio frequency (rf) head could not be detached from the programmer which was caused by the damage rf head connector. It was also confirmed that the printer and printer buttons did not work.